Event description:
Customer reported a hospitalization due to diabetic ketoacidosis. The current blood glucose reading is 78 mg/dl. The blood glucose reading at the time of the event was 664 mg/dl. Customer was thirsty, feeling ill and vomiting. During troubleshooting, time and date correct. Programming is correct. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.